Event description:
It was reported that some sets have come apart at the filter. While preparing for an infusion of opdivo (nivolumab), keytruda (pembrolizumab), taxol (paclitaxol) the filter disconnected at flat piece that the liquid runs through. All in line filters filter through ns non-dehp bags or d5w non dehp (250ml, 500ml) for 15-30 min infusion times. The tubing fell apart prior to giving medication to the patient. There was no patient harm.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that some sets have come apart at the filter. Some specific details were provided for one event where the set separated at the filter when a small amount of force was applied at the end of an infusion.